Event description:
IV tubing separation reported. While a nurse was doing dressing change on a pt's IV site (product being used as a saline lock), the tubing fell apart at the site of the clave port. Minimal blood loss occurred as nurse was at bedside working with product when this occurred. The tubing was changed to solve the problem. No pt harm was reported.